Manufacturer narrative:
Section b3: the event date of the known ofgo has been estimated. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the reported known outflow graft obstruction; however, no additional information was provided. The submitted log files captured no notable events or alarms, and the device appeared to operate as intended at the set speed throughout all files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
An echocardiogram on (B)(6) 2025 showed suspicion for ofgo impeding pump function. Low flows during the (B)(6) 2024 admission were confirmed to be attributed to hypertension and hypovolemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 for diabetic ketoacidosis (dka) and with a known outflow graft obstruction (ofgo). The patient suddenly experienced low flow alarms mostly in the setting of hypertension. An echocardiogram on (B)(6) 2024 showed suspicion for ofgo impeding pump function. Log files were sent for review. The event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. The trended data did not contain attributes which would lead tech service to suspect obstruction, however, that did not mean that an obstruction did not exist. A computed tomography angiography (cta) of the chest was completed which showed no evidence of ofgo. The patient's flows returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images confirmed the report of outflow graft obstruction. The submitted CT images revealed darkened areas on both sides of the graft and confirmed an obstruction to the outflow graft. The nature of the obstruction was not able to be conclusively determined. The submitted log files captured no notable events or alarms, and the device appeared to operate as intended at the set speed throughout all files. The patient remains ongoing on heartmate 3 lvas, serial number mlp-034871, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that an echocardiogram on 31dec2024 showed evidence of elevated outflow graft velocities (~ 4 m/sec) at the junction of outflow tract graft and ascending aorta. There were normal velocities at mid outflow graft segment. There appeared to be a bend of the outflow graft at its opening into the ascending aorta.